Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that he also had a motor error alarm in the past. Customer mentioned that he notices a motor error alarm when the reservoir is empty and is unable to rewind the pump. Customer also stated that when pressing the act or esc button moisture comes out from the display. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump alarmed for a motor error during the rewind due to corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.